Event description:
Medtronic received information that directly following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed a severe central leak and a severely constrained valve (noted at the waist of the valve). Two post balloon aortic valvuloplasties (bavs) were performed unsuccessfully. A second echocardiogram revealed that a leaflet was flailing. A second valve was implanted valve-in-valve, successfully resolving the leak. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).